Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead was repositioned because the dislodgment occurred as a consequence of the pocket manipulation by the patient. Rv lead remains in use. No further patient complications have been reported as a result of this event.